Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and found that a wire from the delivery proportional solenoid (psol) was disconnected from the inspiratory flow module (ifm) connection. The pin connection was reinstalled and the connection was secured onto the ifm board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient the 980 ventilator generated a ventilator inoperative alarm and the ventilator entered an alternative ventilation source (backup ventilation). The patient was removed from the ventilator and placed on an alternate ventilator without harm.